Event description:
It was reported that the customer went to the emergency room (ER) with an intermittent blood glucose (bg) level of 266-284 mg/dl. The customer gave a correction bolus via the pump to address bg. The customer was not treated while at the ER and was released later the same day. Recommendation was made to consult with a healthcare provider regarding diabetes management.